Event description:
On (B)(6) 2013, the reporter stated that at 08:40am, the infusion started and was being observed. Approximately 24 hours later, the nurse found a catheter separated from the wing set during a ward inspection. At 9:50am, the catheter was located via x-ray, it was left in the patient's body. At 11:30am, the broken part was retrieved via surgery.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.